Event description:
Cypher stent placed in lad and pt had immediate perforation. Then placed a jomed stent and within 30 min, it closed due to acute thrombosis. Repeat catheterization 4 months later showed the cypher stent and jomed stent to be open. There was restenosis just proximal to the stents.